Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was found deceased with the controller sounding low flow alarms. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation as the pump remains implanted post-mortem; however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. The patient's peripheral devices were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The battery charger ((B)(4)), controller ac adapters ((B)(4)), and controllers ((B)(4)) passed visual examination and functional testing; the analyzed devices performed per specification under testing conditions. The controller ac adapter (B)(4) failed visual inspection and functional testing as a result of an internal broken wire found on the connector strain relief preventing any power from being delivered. The controller dc adapter (B)(4) failed external visual inspection as a result of a dent on the outer shell; however, passed internal visual inspection since no components were damaged by the outer dent. The unit was able to pass functional testing. The batteries ((B)(4)) reported in this complaint were removed from the market as part of fsca apr2014.1 and were destroyed as part of the required actions. As a result, the devices were not available for analysis. The reported event was confirmed via review of the controller log files, which revealed multiple low flow alarms and a sudden sustained decrease in power consumption and estimated flow below the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The cause of death was stated to be due to respiratory collapse by the treating facility. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that this (B)(6) male patient was found expired on (B)(6) 2014. The patient was discovered by the wife in the bathroom of their home. The wife noted hearing low flow alarms. An autopsy was not performed and the pump remains implanted post-mortem. The cause of death was stated to be respiratory collapse. The treating physician does not believe the event to be device-related. The concomitant devices were returned to the manufacturer for evaluation.